Manufacturer narrative:
Set was originally reported as received and available for evaluation. However, sample was not returned, therefore no evaluation could be performed. Cause for air in line could not be determined. Correction to section d-9 no sample available.

Event description:
An overinfusion of heparin occurred. The pump was set to deliver at a rate of 10ml/hr at 9:15pm. After 10:00pm patient's family heard pump beep 4 or 5 times, then saw the pump display blank out for a brief moment, then resume the infusion at a rate of 249 ml/hr. At 10:26pm, nurse went in to check on patient and noticed infusion rate had changed and was now set at 249 ml/hr. Nurse checked contents of the heparin bag and determined patient had received an overinfusion of 45cc. There was no resultant patient complication.